Manufacturer narrative:
The pump was received with restart alarm after battery change due to faulty ib. Pump passed the operating currents measurement,self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No loose drive alarm noted. Pump communicated properly with test bg meter. No radio frequency communication anomaly noted. Pump had cracked case at display window corners, battery tube threads and minor scratched display window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the date and time were not correct and the customer resolved this issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.